Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low amplitudes and crosstalk on the right ventricular (rv) channel. As a result, inappropriate anti-tachycardia pacing (atp) was provided. Although device sensitivity settings were adjusted, the patient continued to receive inappropriate atp. Technical services (ts) recommended further programming changes and defibrillation threshold (dft) testing. Programming changes were implemented. Additionally, the patient experienced syncope. Review of the stored electrograms (egms) did not demonstrate pacing inhibition; however, ts was unable to definitively confirm whether pacing inhibition had occurred. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead was capped and replaced. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low amplitudes and crosstalk on the right ventricular (rv) channel. As a result, inappropriate anti-tachycardia pacing (atp) was provided. Although device sensitivity settings were adjusted, the patient continued to receive inappropriate atp. Technical services (ts) recommended further programming changes and defibrillation threshold (dft) testing. Additionally, the patient experienced syncope. Review of the stored electrograms (egms) did not demonstrate pacing inhibition; however, ts was unable to definitively confirm whether pacing inhibition had occurred. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.